Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The company service representative examined the system and noted that the surgical staff at the customer site placed the aberrometer onto the incorrect microscope. The aberrometer was subsequently attached to the correct microscope and alignment was verified. The system was then tested and met all product specifications. Based on the information obtained for this investigation, there is no evidence of device nonconformity and the root cause can be attributed to the customer site. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported dovetail was loose during a surgery. No patient harm was reported.